Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The target lesion was about 2 centimeters in size and located in the peripheral lingula, abutting the pleura. The procedure was completed as planned with no delays. Upon waking from general anesthesia, the patient had chest pain and shortness of breath. The pneumothorax was discovered via computed tomography (CT) scan of the chest after the procedure. The size of the pneumothorax was 40%, so a chest tube was placed. The patient required overnight hospital admission, then the chest tube was removed, and the patient was subsequently discharged home. The cause of the pneumothorax was attributed to the nature of the biopsy procedure. The physician believed that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.